Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, at the time of use, the needle broke near the strand assembly. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # =(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please clarify whether the needle or the suture thread broke during patient use. If different, please explain. * if the needle broke: - did any needle piece(s) fall into the patient? *if yes, o was\were the needle piece(s) retrieved during the same procedure? O were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. " additional h11: vicril plus 3-0 70cm sc20 19mm/36ud thread, vcp123h reference, lot av2767: ethicon ## affected side: not applicable ## affected quantity: 1 ## quantity available for return: 1 list the j&j products that were used during the case but did not contribute to the reported event. ## n/a *** was there any harm to the reported patient or user? ## no *** was there a significant delay? ## no *** if available, please provide the product order number (po). ## a total of 40 un has been received in the sued & fargesa warehouse on invoice no. 295320597 and 20 un on invoice no. 295335088. ***.